Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation under the back therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse inquired if it was okay to use lotion on the skin irritation. It is unclear if the nurse applied anything to the irritation. Reporting out of abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.